Event description:
Issue with the image of their cystoscope. Had to abandon the procedure. Possibility it is bent as when used it seems scope wasn't long enough, so could see the sheath during use. Only one side of cystoscope was visible (half picture). Tried to change bridge and swap out units of the set but continued to have issues.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).